Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer noted that the front end of the harmonic ace was abnormal. The procedure was completed with no reported injury. Isi followed up with the initial reporter who confirmed that the issue was detected when the nurse inspected the instrument after opening the package, before the operation started. There was no contact with the human body, and no fragments entered the patient's anatomy.